Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument did not completely clamp the clip. The procedure was completed with no reported injury.